Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the ins was surgically removed by the hcp with a man ufacturer representative (rep) in attendance on wed, (B)(6). There was a skin bacteria cultured and they were currently taking 10 days of amoxicillin. The wound seemed to be healing well. They reported that the device was put in place in (B)(6) of 2024, and although sore at first, seemed to heal nicely. However, by late fall of that year it started bothering them again. It felt like a rock under the earth pushing toward the surface; unseeable but painful especially when pressure was put on it as in lying down. They asked their primary care physician (pcp) to look at the area in december, but they had no advice. Finally, they made an appointment with their managing hcp and were told that they could take the ins out. The hcp didn't report much in their chart and the summary didn't offer any other solutions or things to be aware of but they knew that the hcp didn't order x-rays or anything. They started having lower back issues and their hcp sent them to a physical therapist. So, it was the physical therapy who more or less "kept tabs" on its progression; took photos for them and urged them to see the hcp again. About this time, they felt like my stimulator wasn't working as well as it should and called a number they had in their phone for the manufacturer support. Then over a period of a few weeks it got redder and more bruised., and they did call the hcp back on monday, august 18. She saw them the next day and was completely flummoxed. They made arrangements to remove it the following day. The hcp had followed up with results of test for infection and to make an appointment with the wound care specialist in a couple of weeks and with them again after that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that they were peeing and leaking a lot more. Patient mentioned that they can't remember that they "have not gone without a pad". Patient mentioned they were urinating in the morning even just after brushing their teeth. Patient mentioned that they saw their health care provider (hcp) yesterday (B)(6) 2025. Patient said that 'transmitter' needs to be reset and it's been while since they reset it. Agent walked the patient through connecting to the ins and patient was able to increase their stimulation. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient mentioned that a year ago that ins was implanted deep however 5 months ago they have their knee replaced and was sore for 3 months and the ins has worked all the way to the surface now and showing as a lump on their back. Patient was advised by hcp that if its bothering them hcp can remove it instead. Patient mentioned that they decided to leave it in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called and repeated therapy and medical issues. Patient said that the therapy has worked but not 100%. Patient said that the bowel was fine however they were having issues with their bladder leaking. The patient said hadn't received much direction on programming and had thought that someone would be providing continuous care. Patient said that they made an adjustment about three days ago however doesn't recall what they did, if they had increased the intensity or switched programs. Patient said they hadn't noticed any improvement. Reviewed therapy information and general programming guidance. During the call, patient connected and decided to switch programs and adjusted the setting. Patient to track adjustments and results. Patient also repeated information about the ins working its way to the surface. Patient said that ins site sticks out, was bruised, and hurt whenever they sat or lay down. Patient said when they this mentioned before to their healthcare provider (hcp), their hcp said they could remove it however patient said doesn't want to remove it but wanted to know of other options. Patient was redirected to their managing hcp to further discuss their issue. Patient asked for the manufacturer to contact managing their hcp however agent explained that if managing hcp has any questions, then they need to contact the manufacturer directly.

Event description:
Additional information was received from the healthcare provider (hcp). The issue was resolved with antibiotics and wound care. The culture showed skin bacteria.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.